Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction or reported issue.

Event description:
Consumer's mother reported that her daughter experienced the string break off of a tampon upon removal. Her daughter was able to manually remove the tampon.